Event description:
On (B)(6) 2010, an employee of (B)(6) center contacted medivator's fse to report that she noticed that the flow sensor was disabled, side b on the print-out. The facility contacted olympus and olympus had her enable it. The facility reviewed their print-outs through the first of the year, the flow sensor was disabled on side b from (B)(6) 2010. The problem was known and fixed at the time of the call therefore, the device was not evaluated. No reports of patient injury as a result of this issue.